Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
This is the first of two reports (same use facility, same reporter, same product ID, similar situation, different patients). The integra clinical educator was contacted by the adult intensive care unit (ICU) charge nurse to troubleshoot a patient with the camino probe in situ. A probe was inserted 24 hours ago and the readings were in the range of negative 1 to negative 3 with a good race. Now the probe is reading negative 10 mmhg. The integra clinical educator stated it is possible that the patient has had a craniectomy. The nurse will check with "(B)(6)" on call. The nurse's main concern is that she cannot find the red depth indicator and there is no bolt in the patient. The integra clinical educator stated that it sounds like it is possible that a g probe has been placed. The nurse will check with "(B)(6)". The integra clinical educator suggested that perhaps the probe has moved if it is the g probe as tunneled probes can be difficult to secure. The nurse was advised to get "(B)(6)" to review and also to advise regarding which probe was listed. There was no patient injury and the event did not lead to an increase in surgery time. No device will be returned. Additional information was provided by the integra clinical educator on 18-aug-2014: "please note that I had run through all the usual questions to try and troubleshoot the negative icp prior to my tentative conclusion that this is perhaps a tunneled g probe that may have moved and this is perhaps the cause of the change in values. The wound drain had not been re-vacuumed and no sudden output of csf into an evd". Additional information was received form the integra clinical education on 16-aug-2014: the customer is a pretty new camino user so she was seeking reassurance on her clinical decision making. Ultimately, the clinical educator suggested they get the "(B)(6)" to review the negative values, etc. There was no suggestion that they had a monitor issue. No further information was provided.